Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 135 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen issue was verified. Duplication testing was performed and no failure was identified related to the reported touch screen unresponsive issue.